Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue present in the air water channel and cylinder, and auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.